Event description:
The first clip broke (separated from metal clip). Plastic clear portion of clip was lost. X-ray of abd/pelvis was done and room and trash were searched. Physician searched with laparoscope, unable to find missing plastic piece. Plastic section not x-ray detectable. Section was not found during search.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: device failure directly caused event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.